Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the cine function was not working. There is no report of death or serious injury associated with the complaint.